Event description:
(B)(6) from pt's husband, (B)(6). Pt's cadd legacy pump is malfunctioning. He states it was alarming but the pump has now been shut off, so he is not sure what the error message was but he would like it replaced. The alarm occurred while the pt was using the pump but no adverse event or injury to the pt was reported as a result of this. Pt switched to functioning back up pump without incident. The malfunctioning pump will be returned to the pharmacy. No further info is known. Dose or amount: 58ng/kg/min, frequency: continuously, route: IV. Dates of use: (B)(6) 2016 to current. Diagnosis or reason for use: pah.